Event description:
The reporter stated the surgeon implanted an micl 13.2 implantable collamer lens in 2006. The lens was removed four months later, due to excessive vaulting, the iris was too close to the cornea. Subsequently, the patient experienced narrowing of the angle shallowing of the anterior chamber depth. The icl was replaced with a shorter lens. The patient is doing well.

Manufacturer narrative:
Evaluation: lens work order search. Results: a lens work order search was performed and one similar complaint was found with the order.